Event description:
It was reported to boston scientific corporation, that a zero tip nitinol stone retrieval basket (patient age, sex, weight unknown) was being prepared for use in a procedure (date unknown). According to the complainant, during preparation, it was found the tip of wire had a crack. No additional information is available at this time.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.